Event description:
Rn of home pt (hp) reported a system error alarm 2240 when the pt line of homechoice set accidentally became disconnected from transfer set during treatment. Hp discontinued treatment at time of the 2240 alarm. There was no pt injury or medical intervention associated with this incident per rn.